Manufacturer narrative:
Concomitant medical products: 4193 lead, implanted (B)(6) 2005, dtba1d4 crtd, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device replacement procedure, the right atrial lead - which had been functioning normally with the chronic device - had no capture, undefined pacing impedance, and diminished sensing, where there were no visible markers on the atrial electrogram, when connected to the new device. Reprogramming was done and the lead remains in use. No patient complications have been reported as a result of this event.